Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision of shoulder components - reason unknown.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of resorption of the bone graft used with the extended cage glenoid plate, which led to motion and loosening of the construct.

Event description:
Revision of shoulder components - reason unknown.